Event description:
The strip recorder on the monitor stopped recording during the labor and delivery cycle. One hour of recording was lost, and when the recorder started again, an error code 'err 601' (for recorder paper feed) was displayed. The pt expired.